Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis therapy. The breach in aseptic technique was not further described. Peritonitis was manifested by abdominal pain and cloudy effluent. On an unreported date in the same month as diagnosis of the peritonitis, the patient was hospitalized for the peritonitis event. The patient was treated with vancomycin (route, dose, frequency, and duration not reported) for peritonitis. Dianeal therapy was ongoing. The patient recovered from the event and was discharged from the hospital on an unreported date in the same month as admission. The patient was retrained on proper aseptic technique. No additional information is available.